Event description:
Reporter stated customer reported that there was a pt reaction to a tpn and that the refractive index showed the dextrose concentration was not correct. The pt was a neonate weighing 1.25kg and the blood glucose was 309 by routine finger stick. Followed by a blood draw and the laboratory analysis of 394mg/dl. The tpn was taken down and the solution sent to an independent testing laboratory where the dextrose concentration was determined to be approximately 35% instead of the programmed 10% and the amino acid concentration was as expected. Calculations by baxter quality management and clintec professional services showed that a dextrose concentration of 36% could result if dextrose 70% and sterile water were hung on the wrong stations using the programming informaiton provided by the pharmacy. This was discussed at length with facility. The unit was sent to product services for evaluation.